Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device remains in service. No adverse patient effects were reported. Additional information obtained, the devie has been explanted and replaced.